Event description:
It was reported that during a fistulogram treatment procedure in an arm, the "balloon broke off distal tip." It was further reported that the physician was able to remove the broken tip. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported as "none." "Patient is fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. We will continue to monitor and trend this type of complaint in order to ensure that there is no compromise of product quality.